Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was scratched and the customer stated that it was hard to view the screen and buttons were slow. The insulin pump alarmed motor error. The troubleshooting was performed. The customer was able to clear the alarm and rewind the pump. It was reported that the insulin pump had issues with the buttons being slow and the screen was difficult to see, along with changing the batteries changing out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.